Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had a stimulator that was removed shortly after being implanted due to infection. This was a couple months ago.